Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time and date were incorrect due to the customer not changing the time upon initial set up of the pump. Customer's blood glucose was 187 mg/dl. The customer corrected the date and time and resumed insulin therapy.